Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Device available for evaluation. Updated to no.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the sutures of the proglide device were successfully placed; however, when removing the proglide device, resistance was felt and the proglide device could not remove from the patient anatomy. The proglide device was twisted back and forth slightly and the guide of the proglide device broke below the footplate. A snare was inserted through the left common femoral artery (lcfa) to the rcfa to remove the broken half of the proglide device. Manual arterial compression was applied to achieve hemostasis on the rcfa and the (tavr) procedure was successfully completed through the lcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.